Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was making excessive noise and was generating heat. Therefore, the reported condition that the device was making an abnormal noise was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was generating heat, making excessive noise, and the cord and components were damaged. It was further determined that the device failed pretest for hand control assessment, handpiece temperature assessment, noise assessment, motor thermistor assessment, and cable assessment. It was noted in the service order that the device was making an abnormal noise during an unknown surgical procedure. There were no reports of delays to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.